Event description:
It was reported that during placement of the tracheostomy tube, the balloon was unable to inflate or hold air at both times. The tube was replaced but the second tube had an issue after insertion. Requested for the third one from central supply. But upon opening of the trach box to pass on the provider noted that the inner sterile package was open prior to receiving item.  There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 80xltcp 80xltcp 8.0mm xlt trach cuff prox x1 202204240x 80xltcp 80xltcp 8.0mm xlt trach cuff prox x1 unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.